Event description:
The advocate called for help with the customer's contour ts meter. He alleged that he performed control tests and received a result of 238 mg/dl. The normal control range was not provided, but should be around 100-138 mg/dl. No adverse events were alleged. The advocate declined to troubleshoot and the call was disconnected. Customer service attempted to call the customer back, but there was no answer. No product will be returned.